Manufacturer narrative:
This report is filed on march 12, 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.